Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranging from 300 mg/dl to 400 mg/dl. The customer was treated with manual injection. Customer stated that the insulin pump had failed battery alarm and frozen display. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.